Event description:
During treatment to the superficial femoral artery (sfa), it was reported that after an unknown guidewire crossed the lesion a powerflex pro balloon catheter was delivered and inflated with an unknown device at the lesion. However, the balloon ruptured at 10atm during its initial dilatation. It was removed from the patient intact with no difficulty and another new balloon was used. The procedure was finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio is unknown. It is also unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The lesion was moderately calcified with 90% stenosis. The product will be returned for analysis.

Manufacturer narrative:
During treatment to the superficial femoral artery (sfa), a powerflex pro balloon catheter ruptured at 10 atmospheres (atm) during initial inflation. There was not reported patient injury. The lesion was moderately calcified with 90% stenosis. After an unknown guidewire crossed the lesion a powerflex pro balloon catheter was delivered and inflated with an unknown inflation device at the lesion. However, the balloon ruptured at 10 atm during its initial dilatation. It was removed from the patient intact with no difficulty and another new balloon was used. The procedure was finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio is unknown. It is also unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. One non sterile catheter power flex pro 7.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were blood and inflation medium residues observed in the returned device. Not kinks or bents observed in the returned device. No other anomalies were observed in the returned device. A leak test was performed however leak was observed at 1.8cm from distal tip due to a pinhole. Sem analysis was performed to identify the cause of balloon leakage. Results showed that the balloon external and internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported burst-at/below rbp was confirmed through analysis of the returned device; however, the exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (moderate calcification, 90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggests that the failure experienced by the costumer could be related to the design and manufacturing process; therefore, no corrective action will be taken.

Manufacturer narrative:
The patient's gender is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.